Event description:
During a battery replacement case, the surgeon observed that the lead looked kinked but there were no issues observed during diagnostics. Additional information received from the surgeon's office that the physician was unsure if the lead was kinked but suggested it was. No other relevant information has been received to date.